Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) sensor experienced a temporary disconnection, after which it reconnected during a call with support and required no further assistance. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for hospitalization. User support included remote troubleshooting and user education to guide a sensor restart. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet, with no confirmed hardware malfunction identified for either system. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity or pairing issue resolvable through standard troubleshooting.